Event description:
It was reported the patient lost 60 pounds and thought that the leads had moved. The implant was working great for the patient and was helping with her symptoms. It was unclear if the device was moving as well. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v535687, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v535687, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
After additional review, it was noted that the patient weight loss was due to the patient being sick and every time the patient ate they end up in the bathroom. It was also noted that the patient feels like the ¿ little box¿ was in the right spot but wanted to make sure the "wires" had not moved. After further review, the information suggests that the patient was going to confirm with the healthcare provider if the device had moved.

Manufacturer narrative:
(B)(4).